Manufacturer narrative:
A company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. Therefore, the root cause could not be determined. (B)(4).

Event description:
A nurse reported the system would not perform phacoemulsification. This event occurred at the beginning of surgery. The system was switched out and the case was completed with no harm or injury to the patient.